Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported, due to an unrelated surgical procedure. Wherein, the ipg was not placed into surgery mode, the ipg was no longer able to communicate with external devices. A manufacturer representative confirmed. And deemed the ipg inoperable. As a result, surgical intervention was undertaken on (B)(6) 2024. Wherein, the ipg was explanted and replaced to address the issue.